Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down keypad button intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under the down key contact.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad is intermittently unresponsive when pressed. The reporter claimed the button gets stuck and has to be pressed multiple times for a response. The keypad is intact. There was no adverse event associated with this complaint.